Event description:
A malfunction alarm labeled as malf 12 was reported by the customer, though there were no notable events prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, with no adverse impact noted. To address the malfunction, tandem technical support arranged to replace the pump, and the customer was instructed to use multiple daily injections (mdi) as a backup therapy. The support team confirmed the shipping address and provided guidance on placing the pump into storage mode. The customer was asked to return the problematic pump using a pre-paid label within 10 days and acknowledged the instructions.